Event description:
The customer stated that (B)(6) results were generated. An initial (B)(6) was generated. The sample was repeated in duplicate on the same analyzer and (B)(6) were generated. Results were generated with biorad (B)(6) and viral load testing. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18.

Manufacturer narrative:
The customer observed (B)(6) prism hcv results with lot 44562li00 on the prism analyzer using reaction tray lot 43289m500. Testing was performed across three runs (two instruments) using one replicate of negative calibrator at the end of each run. All negative calibrator replicates were non-reactive, thus indicating the product is performing as expected. A malfunction was not identified as the issue occurred for a single patient, and the abbott prism hcv assay has a stated specificity claim of greater than or equal to (B)(4). Customer complaint data was reviewed and no related adverse trends and no non-statistical trends were identified for the complaint issue. A review for non-conformances and deviations was performed and none were found. The prism hcv reagent package insert and the prism operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.